Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided but may have been due to prosthesis wear or instability. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Manufacturer narrative:
Concomitants: 4963459 02-010-01-0340 - logic femoral ps cem right sz 4. 4733511 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. 4995385 200-02-35 - three peg patella 35mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 81 months after a right knee replacement procedure, the patient may require a revision procedure to address prosthesis wear, popping, cracking, occasional weakness, and discomfort. No further issues or complications were reported. No additional information is available.